Event description:
The customer reported being hospitalized due to hyperglycemia. The blood glucose reading was 939mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer stated that she run out of insulin. The customer stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.